Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away. No details regarding the death of the customer were provided. Attempts were made to contact the next of skin, with the contact information on the customer's account. However, the customer no longer has a working contact number listed on their profile. A call back request letter will be sent to the address on the customer's profile. The insulin pump information was not verified with the caller. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.